Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that multiple knives were blunt during separate surgeries over the last ten months. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that alternate knives were obtained in order to complete the procedures. There was no impact to any patient.

Manufacturer narrative:
Thirteen opened knife samples were received loose, unprotected in a zip top bag for the report of blunt knives. The returned samples were visually inspected and samples 1, 2, 3, 5, 6, 7, 8, 9, 10, 11, 12 and 13 were found to be nonconforming with a damaged tip and damaged cutting edges while sample number 4 only had damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the investigation site. Photo number one is a close up of the blade handle which matches the type of product in this report. Photo number two is of a bunch of knives in a bag while one knife is in a blade protector tray. Photo number three is of 14 knives spread out on a table, one of the knives is in a blade protector tray and all knives are labeled and match the type of knife in this report. The reported knife is confirmed from the photos however, the lot number and reported issue of blunt knives cannot be confirmed from the photos. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tips exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).